Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The device has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a bakri balloon placement after pph/d+c the rfid scan wand detected x2 after correct count of sponges. The patient was moved back to the labor room and had two more detections. Order from dr. (B)(6) for patient to have x-ray for confirmation. X-ray all clear no retained sponges. No injury.